Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90137. H10: g3 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rf400f filter allegedly experienced difficulty to remove, malpositioning, and patient-device interaction problems. This report was received from one source. The device was used inside of the patient, a twenty-seven year-old female, of unknown weight with no patient injury.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the difficulty to remove, malpositioning, and patient-device interaction problems, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model rf400f filter allegedly experienced difficulty to remove, malpositioning, and patient-device interaction problems. This report was received from one source. The device was used inside of the patient, a twenty-seven year-old female, of unknown weight with no patient injury.